Manufacturer narrative:
Product ID 3387s-40, lot# v015069, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(6), implanted: 2007 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2011 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v015069, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 7428, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2011 (B)(6); product type implantable neurostimulator product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387-40, lot# j0519171v, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the reporter was not aware of what was done in 2007 as he was not involved at that time. The reporter noted that the patient¿s chart showed that her lead was replaced and afterwards she was receiving good therapy.

Event description:
It was reported that the patient¿s first device was implanted in 2007 and a lead was replaced because, there was problem with it. It was noted that in 2007 a lead broke and it was replaced.